Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# mc1vr01-delsys, return date: 16-apr-2020. Device returned to MFR. (B)(4). Product event summary: the full delivery system was returned with the device intact in the device cup. The bond of the inner boss of the delivery system released from the inner shaft. The delivery system outer shaft was kinked/buckled at 6 cm from the distal end of the delivery system. The articulation button was loose on the handle. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a deployment issue with the delivery system. The analyst noted the device would not deploy due to the damage on the delivery system. The delivery system would not articulate due to the button being loose on the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 28-feb-2020 / serial# (B)(4), UDI #:(B)(4), device available for evaluation: no, mfg date: 02-oct-2018, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, whilst attempting to recapture the leadless implantable pulse generator (ipg) into the delivery catheter there was loss in deflection on the delivery catheter. The system was explanted and replaced. No patient complications have been reported as a result of this event.